Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst and endocervical squamous metaplasia. Concurrent conditions included uterine leiomyoma. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy and ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: as per medical record insertion date was updated as: (B)(6)2009 to (B)(6)2009 . As per medical record removal date was updated as :(B)(6)2017 to (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Laparoscopy - on (B)(6)2017: brief history: presents complaining of ongoing pelvic pain and dyspareunia, wished to proceed with definitive surgical therapy of hysterectomy. Pathology test - on (B)(6)2017: spec type: uterus, preop diagnosis: dyspareunia, specimen(s) and location: uterus and cervix, bilateral fallopian tubes. Final diagnosis: uterus cervix, and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy). 1. Squamous metaplasia of the endocervix. 2. Benign atrophic endometrium with evidence ablation. 3. Leiomyoma of the myometrium. 4. Bilateral fallopian tubes with essure coils identified. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst and endocervical squamous metaplasia. Concurrent conditions included uterine leiomyoma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: as per medical record insertion date was updated as: (B)(6) 2009 to (B)(6) 2009 . As per medical record removal date was updated as : (B)(6) 2017 to (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Laparoscopy - on (B)(6) 2017: brief history: presents complaining of ongoing pelvic pain and dyspareunia, wished to proceed with definitive surgical therapy of hysterectomy. Pathology test - on (B)(6) 2017: spec type: uterus, preop diagnosis: dyspareunia, specimen(s) and location: uterus and cervix, bilateral fallopian tubes. Final diagnosis: uterus cervix, and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy). 1. Squamous metaplasia of the endocervix. 2. Benign atrophic endometrium with evidence ablation. 3. Leiomyoma of the myometrium. 4. Bilateral fallopian tubes with essure coils identified. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample . Most recent follow-up information incorporated above includes: on 27-apr-2021: medical record received: reporter information, medical history, product insertion and removal date updated and reporter causality comment added. Removal details updated. Events pelvic pain female (indication for removal surgery) and dyspareunia added. Ablation added as intervention for heavy menstrual bleeding. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain: dysmenorrhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding).product indication was updated. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.